Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part # 359.219, lot # 9513124. Manufacturing location: (B)(4), manufacturing date: sep 25, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an invent in (B)(6) as follow: it was reported that an inserter broke at the plastic part. There seems to be a premature wear. There was no delay in surgery and no fragments were left in the patient. There was no impact on the patient. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: the handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing force introduction. Even if occurrence rate and severity of harm are addressed adequately in the current risk management documentation, an internal design evaluation is ongoing, that takes into consideration the design of the handle (geometry and material) and the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.